Event description:
It was reported by the sales rep that during use, the bur broke in half and flew across the room. Part of the bur remains in the handpiece. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician noted a bur was broke off in the drive shaft. Upon visual examination of the broken bur, it was noted the wrong bur was inserted into the handpiece; a j notch bur was used instead of an impaction bur. The most likely cause for the broken bur is that the wrong bur was used by the customer.